Event description:
The customer reported to olympus, the evis exera lll colonovideoscope tested positive for 1-9 colony forming unit (cfu) of gram-positive bacilli. The brushing and washing of all channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use on (B)(6) 2022. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. There was no defect found with the return device. However, the olympus service center recommended the device distal end and scope connector cover case unit replace. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus attempted to obtain information regarding reprocessing methods of the facility they were unsuccessful. The device was evaluated where no abnormalities were found that could have led to the positive culture. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.